Event description:
The dialysis line connected to the arterial needle had a hole in it that allowed air to be introduced into the dialysis circuit. The machine alarmed air in blood several times before the hole was found. The patient's blood may have been exposed to pathogens in the air. The treatment had to be ended, and the machine reset up. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, tablo(r) cartridge (per site reporter) no response yet.